Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. The customer was educated on the proper load techniques. Due to the occlusion issue, the customer¿s blood glucose was reported as "high." To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections. Additionally, the customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.